Event description:
A customer reported an occlusion alarm with their pump, but the specific alarm number could not be verified. This issue had occurred multiple times, with varying customer actions taken for each event. The customer's blood glucose level was displayed as "high," no specific value was provided. The customer attempted to address the high blood glucose level by administering a correction bolus via the pump and resolved the occlusion issue by disconnecting the tubing, selecting fill tubing on the pump, and reconnecting the infusion set without changing supplies.